Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 19) during bolus delivery. Customer's blood glucose (bg) level was 180 mg/dl. During follow up, the customer reported a high bg level of 280 mg/dl due to not having insulin being delivered. The high bg was addressed with a correction bolus. Reportedly, the customer was able to load a new cartridge successfully, and resumed insulin delivery.